Event description:
During a tfn procedure the helical blade got lodged in the tfn during insertion because the locking mechanism in the nail was deployed. The surgeon had to remove the blade with an extraction device. A piece of the locking device in the nail was broken off but was retrieved immediately. The surgeon then removed the nail, replaced it with a longer nail and reinserted the same helical blade. The helical blade inserter and connecting screw were damaged while trying to remove the helical blade. This resulted in approx a 45-minute extension to the planned surgery, but the surgery was completed with no further complications. Pt was reportedly recovering well. This report is # 4 of 4 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the eval process. No conclusion can be drawn.

Manufacturer narrative:
A review of the synthes device history records revealed 77 parts were manufactured all parts were inspected to the synthes incoming final inspection sheet. The product conformed to all requirements. The damage to the helical blade inserter and helical blade coupling screw are the result of the issue with the locking mechanism.